Manufacturer narrative:
Based on further evaluation performed by engineers at manufacturing site, a potential root cause could not be determined. The manufacturing records were reviewed and there is no indication of a related non-conformance; all process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with this pressure monitoring set with vamp jr in neonates, the results provided by the blood gas samples were intermittently identified as diluted/inaccurate, despite having followed the IFU. As troubleshooting, the blood gas machines were recalibrated, but the issue remained. Therefore, two blood gas samples are taken now to ensure accuracy. Previously, the customer used pressure monitoring sets with vamp jr without any problem, but were not available due to a back order. No further information is available. There was no allegation of patient injury. The device was not available for evaluation since it was discarded. Together with one event reported by customer (medwatch ref. (B)(4). Other past events without further information were communicated (medwatch ref. (B)(4).

Manufacturer narrative:
The pressure monitoring set was not received at our product evaluation laboratory since it was discarded. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.